Manufacturer narrative:
The device history records could not be reviewed as no lot code was reported. The actual device was examined by the quality engineer. It was returned still attached to the universal plus hand piece (medwatch 1320894-2007-00070). The electrode with the still attached hand piece was plugged into the electrosurgical generator and tested as it would have been used in a clinical setting. The device performed as designed to. There was no evidence of electrical leakage. There was no damage exhibited by the insulative sheath on the electrode. It was however reported that the surgeon had a hole in his glove at the location of the reported shock. It was also reported that he had his hand on the electrode when it was activated with the handpiece. It was this hand that received the shock. Not the hand that was being used to activate the button switches on the handpiece. We are unable to duplicate the reported event using the actual returned devices. We consider this investigation complete and the complaint closed.

Event description:
It was reported that, "while doing a lap chole, the surgeon had his hand on the shaft of the electrode and received an electrical shock. There was a hole in his glove at the site of the shock. He was not injured. The patient nor the procedure was compromised."